Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found removed tamper seals, a damaged battery compartment and scratched lcd lens. No evidence of the customer reported issue was found in the event history log. During the functional testing, the customer reported issue was not able to be duplicated. After running three accuracy tests, the pump was found to be delivering within +/-3% to the manufacturing specifications. No fault was found with the pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing. Event occurred during testing, there was no patient involvement.